Event description:
A report was received that the pt was explanted due to pocket site discomfort. The device was working properly and the pt could feel the stimulation. The physician did not provide any further assessment on the pocket site discomfort, as the primary reason for the explant was due to the pt needing an MRI. The pt was reportedly doing well.

Manufacturer narrative:
The explanted ipg was not returned to bsn for analysis as it was discarded by the medical facility.